Event description:
It was reported that the pt developed a seroma leading the aspiration of the fluid out of the pocket. It was then discovered the catheter was disconnected. No other info was provided at the time of this report. A f/u report will be sent if add'l info becomes available to us.